Manufacturer narrative:
Correction: the patient code c76143 and device code c76126 were previously applied in error and therefore have been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n283291001, implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 12-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen (2000mcg/ml at an unknown dose) via intrathecal infusion pump for an unknown intended use. It was reported that the patient had experienced an increase in spasms during normal use of their pump. The patient was being seen by a different doctor for some time but switched back to a previous clinic. The hcp stated that they had seen the patient for 2 refills since and stated some decline in the effectiveness of the therapy. Environmental/external/patient factors were unknown. A dye study was performed, and they were able to aspirate the catheter some but not enough to comfortably state it was patent. It was reported that they decided to push dye through anyways, knowing that a potential bolus of drug would be given to the patient. Under flouro, the dye was dispersed at the catheter tip with no issues. It was reported that the patient wasn't doing better and still experiencing increased spasms. No interventions had been taken so far. The issue wasn't resolved. No further complications were reported.